Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8711, lot#: j11458r31, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-nov-2004, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 21-feb-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient representative, regarding a patient receiving baclofen (2,000 mcg/ml, 1,906.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that for about a year, the patient's pump had not been delivering all the medication and during the patient's refills, the healthcare professional (hcp) would pull back 7-9 cc back from the pump. The caller stated they believe this was due to the catheter that the patient has had for 18 years and they think there was a kink in the catheter. The patient was redirected to their hcp to further address the issue. No symptoms or patient complications reported.